Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels. The customer's blood glucose level was between 30 and 40 mg/dl. The customer wanted a sensor to track his readings. The customer was transferred to another representative and no further details were provided.